Event description:
Additional information received noted that the patient presented in clinic (B)(6) 2020 for a lead repositioning procedure. During procedure, the right ventricular lead would not retract or extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be damaged/bent. X-ray examination found overtorqued of the inner coil consistent with procedural damage. Unable to perform helix extension length test due to the condition of the helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon testing, the right ventricular lead was found dislodged. The lead exhibited noise and impedance and sensing had gone down. The lead was also not capturing at max output. No intervention was performed. The patient was stable.